Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the distal tip broke off, all pieces were retrieved and surgery was completely successfully.

Event description:
It was reported the distal tip broke off, all pieces were retrieved and surgery was completely successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip break. Probable root cause: design. Inadequate material selection to support movement/manipulation by user. Cannula tubing thickness too small to support movement/manipulation by user. Cannula size or geometry does not promote proper visualization of joint. Excessively sharp tip of cannula damages tissue. Manufacturing. Cannula not assembled, molded or machined to specification application excessive force. Poor visualization through arthroscope. Mfg date: manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.